Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient¿s ipg was rotated on its side in the ipg pocket. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.